Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). During troubleshooting with the customer, it was determined that the calibration curve was not within manufacturer specifications. The customer recalibrated the creatinine assay and the curve was acceptable. The tsc also made recommendations for maintenance of the optical system. The cause of the discordant, falsely low creatinine results on one patient sample is unknown. This instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely low creatinine results were obtained on one patient sample on a dimension exl w/lm instrument. The sample was tested twice and resulted below the assay range. The operator obtained a numeric result the third time the sample was run and reported the result to the physician(s), who questioned it. The sample was sent to an alternate laboratory and tested on a different analyzer, resulting higher. The higher result was considered correct and was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low creatinine results on one patient sample.